Event description:
At about 6 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted a antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28-02-2025. Lot 2400469: (B)(4) items manufactured and released on 08-05-2024. Expiration date: 2029-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised batch review performed on 28-02-2025 on gmk-spherika 02.12.e0511fl tibial insert fixed sphere flex size 5/11 mm l e-cross (k202022) lot. 2211625 lot 2211625: (B)(4) items manufactured and released on 03-08-2022. Expiration date: 2027-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 28-02-2025 on gmk-spherika 02.12.ka15l femoral component spherika cemented size 5+l (k211004) lot. 2335937. Lot 2335937: (B)(4) items manufactured and released on 06-02-2024. Expiration date: 2029-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.